Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod. When the pod was removed, the pod's cannula was found bent. It was also reported that the pod was leaking insulin. The duration of pod use and infusion site was not provided.